Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they reportedly remain in situ. A search of the complaints databases found one other report against the 2781683 lot code and no other reports against the femoral head. Medical records and x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision date provided previously for the left hip (B)(4) is actually a revision for the right hip. The revision operative note indicated pain, grinding sensation, and high metal ions (confirmed by labs). There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2015.

Event description:
Patient claim states she is experiencing pain, elevated ion levels, skin is itchy. She also states audible noised, like popping and grinding. Update - (B)(6) 2013 - the doi has been identified. Left hip (B)(6) 2009. This complaint was updated on (B)(6) 2013. Update rec'd (B)(6) 2014- medical records received. Part/lot was provided. The doi was also provided. The unknown hip has been updated to a liner and a femoral head has been added. The correct side has now been identified as the right hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, discomfort, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The stem is being added to address elevated metal ion levels and the liner and head are being reported.

Manufacturer narrative:
.

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear.